Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she needed an adjustment as there were symptoms the past few months prior to report. There was no fall or trauma related to this issue. This was a gradual change in therapy/ symptoms. Additional information was received via the consumer reported there was a return of symptoms. It was reported that the patient (pt) had leakage. The patient contacted the physician regarding wanting a "re-check" or help setting the device properly. The pt stated they had been trying to book an appointment with their healthcare provider (hcp) but the office cancelled it. On (B)(6) 2016, information received via the consumer reported the patient used to work for the airport for 10 years and it "seemed to affect my settings" when she would go through the security screening gates. She told her doctor at the time and "got it set" and he told her not to go through them any longer so she got pat-downs instead. It was indicated this issue had been resolved. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.